Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer that the magnet is from the needle not staying inside the drill when they go to remove them. Add info rcvd 06/22/2022: : customer has had an instance where the magnet from io needle detaches from the needle and stays in the driver. They don¿t realize this is an issue until they go to connect another one the next time it is needed and it won¿t stay in place. They then have tapped the driver on the table and the needles from previous uses fall out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the magnet is from the needle not staying inside the drill when they go to remove them. Add info rcvd 06/22/2022: customer has stated the magnet from io needle detaches from the needle and stays in the driver. They don¿t realize this is an issue until they go to connect another one the next time it is needed and it won¿t stay in place. They then have tapped the driver on the table and the needles from previous uses fall out. On 12/21/2021 : two devices were returned for evaluation. This report addresses the first device.

Event description:
It was reported by the customer that the magnet is from the needle not staying inside the drill when they go to remove them. Add info rcvd (B)(6)2022: : customer has had an instance where the magnet from io needle detaches from the needle and stays in the driver. They don¿t realize this is an issue until they go to connect another one the next time it is needed and it won¿t stay in place. They then have tapped the driver on the table and the needles from previous uses fall out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of detached intraosseous needle stylet magnets was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting an intraosseous needle. The stylet magnet was in place on the depicted device. Also visible were two loose stylet magnets. The magnets appeared to have become detached from two different stylet assemblies. While detached magnets were observed in the submitted photograph, inspection of the photograph was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include insufficient adhesive application and insufficient adhesive curing during device assembly. H3 other text : evaluation findings are in section h.11